Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not attach the saw blade. A visual and functional assessment was performed on the device which found that the device failed (check saw blade coupling) cannot attach sawblade. It was further determined that the device made a grinding sound while running. During repair, it was observed that the set screw was damaged, the thrust disk had too much play, and the motor made an unusual noise and had vibration. It was further observed that the needle sleeve and guide sleeve were damaged and the full load and handpiece had an unknown liquid inside. It was further determined that the device showed signs of damage (motor made an unusual noise and had vibration) which was indicative of damage caused by immersion during cleaning which is failure to follow the directions for use and would be user error. It was further determined that the device showed signs of damage (could not attach sawblade, damaged set screw, thrust disk had too much play, damaged needle sleeve and guide sleeve) were caused by normal use and servicing over time. Therefore, the reported condition was confirmed. The assignable root causes were determined to be due to normal use and servicing over time and user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the sawblade device could not be attached to the battery oscillator device. During in-house engineering evaluation, it was determined that the device had vibration. The reporter stated that the device was used for laboratory purposes only and had never been used in a surgical setting with a live patient. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, the reporter stated that the event occurred during the month of (B)(6) 2017. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.